Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. The device is not available for return to conmed for evaluation. A photograph was provided, however does not show the device in question, only the label. Based on the provided picture the complaint could not be confirmed or unconfirmed. Therefore, the reported failure cannot be verified, nor a root cause determined. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported breakage issues with four (4) of the 1.5 x 10mm sidecutting bur, medium, straight, item # 00509120200, serial # (B)(4) that (B)(6) hospital, (B)(6) experienced on (B)(6) 2020. The information received indicates that during a bimaxillary osteotomy involving a (B)(6) year old female weighing (B)(6) kg, the surgeon was using burs on the patient when 4 of same lot number snapped. After the first bur snapped, 3 more of same lot number were opened, all snapped. A similar bur of different lot was then opened, and they had no issues. The surgeon completed this part of the procedure using the 5th bur. The bur didn't completely shatter and all pieces were removed from patient. It was confirmed there was no impact or injury to the patient. It is noted the surgeon was using a surgairtome, approx. 6 months old and bur cover. The surgeon is experienced and was not applying excess pressure to bur. The whole procedure was successfully completed with an approximately 30- minute delay. All the broken burs in question have been discarded. No photos of the devices in question are available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence since even though the broken bur fell into the patient, all pieces were removed.